Event description:
I had lasik done on both of my eyes 7 years ago. My vision was 20/20 after the procedure in my left eye, and near 20/20 in my right. My vision has gotten progressively worse in both eyes over time. Currently, my right eye is effectively blind. There are so many halos, glares, multiple visions, and blurriness that I can't see anything. It's as if my right eye is permanently smeared with (B)(6). My left eye is suffering the same symptoms, although not as bad. FDA safety report ID# (B)(4).